Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. The mother stated that she noticed the insulin was leaking in the reservoir compartment. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Mfg report 1 of 2, medwatch report #3004209178-2011-83122. Mfg report 2 of 2, medwatch report #3004209178-2011-83123.